Event description:
It was reported that there was no alleged product issue. It was noted that the actions required as a result of the event were weaning baclofen dose. It was reported that there were no troubleshooting performed. It was noted that the manufacturer¿s representative went by the nursing home the day prior to assist staff as they reduced the patient's baclofen dose by 10%. It was reported that a healthcare provider (hcp) called the physician and gave orders over the phone and the ¿(B)(6)¿ has those orders. It was noted that their plan is to reduce the drug by 10% daily until patient no longer receiving intrathecal baclofen (itb). It was reported that the patient¿s dose was ¿like 3,679 mcg/day¿. It was noted that they are substituting with oral (po) baclofen starting the day of report. It was reported that the manufacturer¿s representative went over how reducing by 10% may be aggressive and she said that is what they were thinking as well. It was noted that they are going to watch the patient¿s spasticity and for withdrawal and decide daily whether or not to reduce at the time of report. It was reported that their goal is to wean patient off by following friday as patient is only in nursing home until then. It was noted that they can't find an agency that will refill drug in patient's home as he has straight medicare. It was reported that they have the manufacturer¿s representative spare programmer right now until following week when patient is discharged (d/c) from the nursing home to his home. It was noted that the nursing home may need the manufacturer to come out to further help with the different screens but they will program everything. It was reported that the patient had been weaned at least 30% at the time of report. It was noted that the patient was not having withdrawal symptoms. It was reported that it seems there may be something wrong with the catheter. It was reported that they were ¿unsure though¿. It was noted that they are not going to be using the system in the future as they have no way of maintaining the system from home. It was noted that the patient ¿unable to come in for refills as disease has progressed to the point he cannot be transported using the system they used in past.¿ it was reported that they cannot pay for ambulance for patient to come in for refills, so wife is going to take care of patient at home. It was noted that the patient is doing well through weaning process. It was reported that the patient¿s status at the time of report was alive-no injury. It was noted that there were no symptoms. It was reported that the patient was doing very well through this process at the time of report. It was noted that they are going to wean pt. Off of the daily dose in a 10 day period of time. It was reported that the pump was used to infuse baclofen, type unknown. It was later reported that there will be no diagnostics performed concerning the catheter as they are weaning patient off of the pump. It was noted that they are also not planning on removing the pump or catheter. It was reported that the manufacturer¿s representative spoke with a staff member on wed who said patient was not having any symptoms of withdrawal at the time of report. It was later reported that the patient had done very well with the weaning process. It was noted that the physician¿s office decided to turn pump off indefinitely. It was reported that they filled out the form, I faxed in order to get the 10-digit code to turn off pump (the office was aware of this process). It was noted that the manufacturer¿s representative went to the nursing home and walked staff through how to turn pump off, using 10-digit code. It was reported that the staff adjusted pump to turn off using the code. It was noted that the patient was not having signs/symptoms (ss) of withdrawal and is now taking oral (po) baclofen without incident.

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, product type accessory; product ID 8709, lot# l55919, implanted: (B)(6) 1998, product type catheter. (B)(4).